Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not lock properly. The surgeon manually sutured the vaginal cuff to complete the procedure. The hosp has reported that no pt injury occurred.